Event description:
It was reported that when using the bd pyxis¿ medstation¿ es users experienced issues logging in to the system. It was suspected that the database had grown too large. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that login issues caused by invalid credentials and fingerprint spoof detections. The technical support specialist (tss) noted that damaged network cables contributed to the issue. The customer confirmed that the network cables were replaced; no login issues were reported thereafter. The system functioned as intended after the technical support specialist (tss) investigated the issue.